Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the customer had to charge the pump every two days. The customer¿s blood glucose was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.